Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Tang t, fang j, zhang y. Paclitaxel-coated balloon versus paclitaxel-eluting stent for femoropopliteal arterial disease: a meta-analysis. Medicine 2025;104:12(e41949).

Event description:
It was reported via literature that the study subjects experienced additional intervention in the form of target lesion revascularization (tlr). The literature article was a meta-analysis of 25 randomized controlled trials (rcts) to compare the efficacy between paclitaxel-coated balloon (pcb) and paclitaxel-eluting stent (pes) for treatment of femoropopliteal arterial disease (fpad). Three internet databases were searched for eligible rcts. Review of the data concluded that there were no significant differences between pcb and pes concerning the incidence of any of the analyzed patient conditions, included primary patency rate, tlr, death, restenosis, amputation, and thrombosis. Regarding safety, no significant differences were found between pcb and pes. One rct looked at ranger paclitaxel-coated balloon (pcb) use in treating femoropopliteal arterial disease fpad. At the 12-month follow-up, tlr was noted as a clinical outcome in an unknown number of subjects. No further information was available regarding patient outcome or device details.

Event description:
It was reported via literature that the study subjects experienced additional intervention in the form of target lesion revascularization (tlr). The literature article was a meta-analysis of 25 randomized controlled trials (rcts) to compare the efficacy between paclitaxel-coated balloon (pcb) and paclitaxel-eluting stent (pes) for treatment of femoropopliteal arterial disease (fpad). Three internet databases were searched for eligible rcts. Review of the data concluded that there were no significant differences between pcb and pes concerning the incidence of any of the analyzed patient conditions, included primary patency rate, tlr, death, restenosis, amputation, and thrombosis. Regarding safety, no significant differences were found between pcb and pes. One rct looked at ranger paclitaxel-coated balloon (pcb) use in treating femoropopliteal arterial disease fpad. At the 12-month follow-up, tlr was noted as a clinical outcome in an unknown number of subjects. No further information was available regarding patient outcome or device details.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Tang t, fang j, zhang y. Paclitaxel-coated balloon versus paclitaxel-eluting stent for femoropopliteal arterial disease: a meta-analysis. Medicine 2025; 104:12(e41949). Updated fields: h6 - evaluation conclusion codes.